Manufacturer narrative:
Batch review performed on 09 september 2021: lot 2007036: (B)(4) items manufactured and released on 1-02-2021. Expiration date: 2026-01-21 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Other devices involved: batch review performed on 09 september 2021: stem: m-vizion 01.22.008 proximal body ø20mm l 50mm lat (k170690) lot 186406: (B)(4) items manufactured and released on 3-12-2019. Expiration date: 2024-11-23 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l (k112115) lot 2011682: (B)(4) items manufactured and released on 11-03-2021. Expiration date: 2026-02-21. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.